Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump was not delivering and requested that the pump be replaced. The reporter was unable to troubleshoot because the pump was not available at the time of the call. This report is made based on the allegation of the pump delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.